Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in clinic. A capture threshold test was performed, but when attempting to run a sensing or impedance test, there was an alert that stated a previous test had not completed. The leadless pacemaker was unable to complete the tests after trouble shooting. The patient was stable.